Event description:
As reported by the user facility: event: under infusion, chemotherapy infusing, specific information on drug/rate/volume unknown; no pt injury. Reference MFR report # 9610825-2013-00358.